Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. It was noted that air was difficult to remove during flushing. During the procedure, the ivus catheter became kinked at the proximal shaft, and image loss occurred. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked. Imaging core (ic) broken drive cable and broken coax cable began 39 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter. The sheath was cut to inspect the ic. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. The electrical failure was associated with imaging core windup and broken drive and coaxial cables, which occurred due to twisting forces during use caused by friction with the inner walls of the device and a difference in rotation between the proximal and distal ends. For the reported device entrapped air, a cause code of adverse event related to procedure was assigned, as product analysis found the device was severely kinked, which prevented the device from flushing properly.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the ivus catheter became kinked at the proximal shaft, and image loss occurred. It was also noted that air was difficult to remove during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.